Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported seeing a poor communication screen on their programmer. They were able to use their recharger to communicate with their implantable neurostimulator (ins). They were using the antenna and the programmer would not do telemetry with the antenna attached. They confirmed that the antenna was secure and tried syncing but the issue did not resolve. The programmer would not power up at all when the antenna was attached. They unplugged the antenna and were able to sync with their ins. The patient was experiencing pain in their ribs, lower back, and right leg. The patient's indications for use were spinal pain and chronic low back pain.